Event description:
It was reported the patient experiences pain at the ipg pocket site. The patient has experienced a few falls since the ipg was implanted. The physician explanted the ipg. The pocket site was relocated and a new ipg was implanted. The patient was reprogrammed and reported receiving effective stimulation therapy post operative.

Manufacturer narrative:
Correction numbers: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.